Event description:
The core impaction drill was sent in for evaluation because it continued running even when the foot pedal was not activated. The event occurred prior to a procedure; there was no patient involvement, no adverse event was associated with the device. During failure analysis the device also overheated during performance testing.

Manufacturer narrative:
Failure analysis is on going; additional information will be submitted once the analysis results and conclusion is complete.